Event description:
The customer reported that there is fluid into the reservoir compartment. Troubleshooting was performed. Ran a self test and passed. The blood glucose reading at time of call was 200 mg/dl. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.